Manufacturer narrative:
G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Iit was reported that the patient had been complaining about the rapid discharge of their implanted neurostimulator (ins) for a while, it takes longer for them to recharge it to 100%, a new recharger has not made any difference and now they were to see a manufacturer representative (rep) at the hospital, but the appointment got canceled. The patient wanted to see when the next appointment can be made. Patient services was reaching out to the rep. The issue has not been resolved. Additional information was received. The rep has made an appointment with this patient for next monday. Additional information. It was confirmed that the appointment with the patient took place on (B)(6) 2026. Implant date and hcp info confirmed. Regarding the cause of the ins rapid discharge, the patient had a problem recharging their ins. The ins was placed very deep into their belly and the patient has gained weight, probably causing the recharging issues. An appointment with her physician has been made and they will take another look.